Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The surgeon used an expired irrigation clip. The irrigation clip is a non-implantable, disposable part. The outcome of the case was successful.

Manufacturer narrative:
Based on the results of investigation. Reported event: disposable anspach clip was used during a mako robotic procedure. The items expiration was 29-feb-2016. The case date is (B)(6) 2016. Conclusion: a review of erp indicates a device expiry date of 02/29/2016. The date for this event is indicated as (B)(6) 2016. Therefore the device was used passed its expiry date. This is product that is included in (B)(6) (B)(4), lot number j103103969. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The surgeon used an expired irrigation clip. The irrigation clip is a non-implantable, disposable part. The outcome of the case was successful.